Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 305c29 tissue valve, implanted (B)(6) 2007; 693558 rv lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that atrial lead had no capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.